Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain in the scrotum due to the pump position. The pump was not able to activate. The existing aus was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon passed the visual inspection and the leakage testing. The balloon did not pass the functional testing with an output reading below specification. The cuff passed visual inspection and leakage testing. The pump passed visual inspection, leakage testing and functional testing.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain in the scrotum due to the pump position. The pump was not able to activate. The existing aus was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump passed visual, functional and leakage testing. The cuff passed visual and leakage testing. The balloon passed visual and leakage testing. The balloon did not pass functional testing.